Manufacturer narrative:
This device has not been returned; therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. This investigation will be updated should further information be provided.

Event description:
It was reported that the day after implant that this left ventricular (lv) lead exhibited loss of capture. X-ray confirmed a 1cm lead dislodgement. The physician performed surgical intervention by removing this lead and implanting a new lead. No adverse patient effects were reported.